Manufacturer narrative:
A manufacturing review was performed of the products shipped to the dialysis center during a (B)(4) time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one event (fluid leak) for the same patient experienced on 120 separate days, associated mdrs: 8030665-2013-00734 thru 8030665-2013-00861.

Event description:
A peritoneal dialysis (pd) patient reported every day since (B)(6) 2013 she received m31-air detected in cassette alarm and observed moisture under the cycler. When the patient removed the tubing set she noticed moisture on the tubing set and pump head. The patient also noted when she removed the tubing set from plastic bag the protector was stuck to the back of the tubing sets. She had to gently remove the protector and was not sure if that caused/contributed to the fluid leak. The exact source of the leak was not known. She placed an absorbent pad underneath cycler to prevent property damage. Patient denied infection and/or fever and her effluent remained clear. All samples were discarded.